Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with pimples, infection at the needle puncture and pus coming out from the bump. The patient removed the sensor and saw a bump on the skin but did not pay attention to it since it was small. However, after 2 days it became bigger so he consulted his doctor on (B)(6) 2024 due to pre examination for his back surgery (not related to dexcom). The doctor diagnosed an infection advised the patient to apply towel soak in hot water and salt to the and prescribed an oral antibiotic (cephalexin 500mg (1) capsule 3x a day for 3days). No other testing/treatment done in the hospital. At the time of the report the skin reaction was healed. No additional patient or event information is available.